Event description:
It was reported that the device powered off/on and had a low battery during a pt use. The device use had no adverse effects on the pt and there were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device event record download and verified the reported problem. Physio evaluated both batteries that were used during the event and found that it showed three bars of charge. However, physio was unable to duplicate the reported failure and observed proper operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.